Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that starting last wednesday or thursday when the patient attempted to recharge their implanted neurostimulator they got through the first couple screens of looking for device and checking the recharger then they got a screen that said low power on the controller even though the controller was at 100% charge before they sat down to charge. The patient was able to get past the error screen and recharge the implant. Then on sunday the same thing happened and the patient unplugged and plugged the cord back into the controller and they were able to recharge. The other weird thing was both times the patient tried to recharge the implanted device the stimulation was turned off and they did not turn the stimulation off. Patient noted they kept their implanted device at 30% when recharging and they never let it go below 40% because it took 30 to 45 minutes to get back up to 100%. If it went lower than that they had to sit for longer with it. Caller stated their mdt representative said to call mdt because they needed a replacement equipment. During call patient verified no damage to the recharging antenna. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back and said they got the replacement controller, but when they try to charge ins it just spins on checking the recharger screen. They said they texted rep about this and was told to call pats. Emailed repair to send replacement rtm. Patient called back in stating their implanted device is dead and has been for three days, because nothing is pairing to charge the implanted device. Patient repeated how they would see checking the recharger and the circle with dots would just spin and spin. Patient repeated how they had an error message on their original controller, so they contacted their rep who told patient to call patient services. Patient stated they received a new controller and then they set up the new controller through pairing process on sunday or monday. Patient stated they would touch the controller to unlock and it would show good morning, then looking for a device, and the device would be found, but not when charging. Patient stated how they had a replacement paddle two months ago, see previous cases, and then received a replacement recharger that did not arrive until yesterday. Patient stated they would see no device found. Agent reviewed meaning of message. Patient stated the last time they could see the batteries the implant was yellow and the controller was 90%. Patient stated they tried their old controller and that is when they saw the implant was red. Patient confirmed they were using new controller at time of call. Patient pressed recharge and then saw checking the recharger. Agent had patient unplug recharger and blow into port. Patient reconnected recharger and reported recharging excellent with controller at 90% and implant in red. The steps on the call resolved the issue. Additional information received from the patient that their remote needed to be replaced as it kept flashing error codes and would not allow them recharge their device. Patient received the replacement remote and then the paddle cord wouldn't work so they had to wait for the paddle replacement as well. So, that went for a week without charging. Now after the paddle replacement patient was able to recharge their device. Patient was 200lbs of weight during the event. Manufacturer's representative replied stating that he was not aware of this event and he did not do any troubleshooting and it was handled by patient services (pss).